Manufacturer narrative:
Sections with additional information as of 10-may-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications most likely underline root cause mlc-014 e-2 error with blood or control: sample not detected or using wrong test strip upon strip insertion or meter timed out after sample was applied (or sample applied before selecting animal type (cat or dog) (test buddy only)).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: tired and sweating. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer was using the proper testing techniques. At the time of the call, the customer reported symptoms of feeling tired and sweating; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/19/2022 and open vial date is 03/07/2021. During the call, a blood test was performed by the customer and produced e-2 error using truemetrix meter.